Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Initial reporter occupation: lawyer. (B)(4).

Event description:
Patient communication received: bilateral metal on metal hip replacement in 2003. Currently having a bilateral hip pain starting in 2012. Orthopedic doctor did blood test and MRI confirmed metallosis and elevated ions. In addition, presenting inflammation of the bursa with pain. Patient contacted, in addition to what is stated above, the patient also indicated she is experiencing kidney damage and tinnitus. She confirmed that she has not been revised on either side. Litigation alleges pain, discomfort and soreness in the hip area affecting her ability to perform daily activities. Laboratory tests have confirmed that the patient has elevated cobalt and chromium levels in the blood resulting to metal on metal abrasion. There were no revision surgery reported for the right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Ppf alleges pain in both hips, metallosis and the levels of cobalt and chromium in my blood were extremely high. After review of medical records, no revision has been performed on the right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary; no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.